Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla of vater during sphincterotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event.